Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The caller received assistance from technical support in resetting the pump, and they planned to reset it when ready and follow up if the issue persisted.